Event description:
Return reason: detached connector lid. Analysis determined: investigaion found that the thermistor connector cap became disconnected from base due to insufficient adhesive. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the patient's status. Remedial action taken: the corrective action is that mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.